Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that 2 weeks after their (B)(6) 2011 implant, they developed a staph infection. The ins was removed and the infection was treated. The patient had another ins implanted on (B)(6) 2012. No device issues were reported. No further complications were reported or anticipated.